Event description:
A customer reported that prior to a procedure the system was turned on and then turned off by itself. The surgeries were canceled.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).